Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) was started on duopa therapy. The report indicated that, during a visit the nurse noticed that the stoma was red, suppurating purulent discharge and had pain on palpation. According to the physician, the patient was having early cellulitis. The patient was treated with antibiotic amoxicillin/ clavulanic acid 1gr every 8 hours for 10 days and topical furacin in the stoma every 8 hours for 10 days with effect.